Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "minimal nodularity", "may reflect a lipoma" (not device related), "small amount of silicone signal intensity", and "some separation of the double lining". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. MRI performed. The device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, silicone migration and lump/nodule was requested on september 12, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later reported "minimal nodularity", "may reflect a lipoma" (not device related), ¿small amount of silicone signal intensity noted along the right lateral chest wall¿, and "some separation of the double lining". The device has been explanted and replaced.